Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that the ventilator would not cycle on patient. It just kept on delivering gas and did not stop at set tidal volume.¿ the reported issue is confirmed. Device has continuous flow as soon as it is turned on. Tubing to rfv was loose. Visual and functional testing was performed. The root cause of the event was a loose hose to rfv.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the ventilator would not cycle on the patient. It just kept on delivering gas and did not stop at set tidal volume. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H2) correction: d3 manufacturing plant address, city, postal code, state, and country corrected. H7 and h9 corrected.